Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the electrode belt failed incoming testing, specifically the ECG fall off test. Upon investigation, there was corrosion on the pcb of ECG c and ECG d. The cause of the test failure was the corrosion. The root cause of the corrosion was moisture. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the ecgs were non-functional.